Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they need to have an MRI but the device is still in their lower bottom. Patient said the device has been a problem for them for quite a while. Patient mentioned that they have memory loss and have trouble going through certain government buildings if the device goes off even though it's not on. Patient stated they had external equipment but no charging cords. Reviewed MRI mode and charging external equipment. Patient stated hcp had left. Patient also mentioned they have arthritis in their back. Email sent to repair for chargingcords and MRI mode instructions emailed to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.